Event description:
Pt status post retro/antegrade nail and screw implantation approx one year ago was discovered to have a non-union on an unk date. Pt was returned to operating room on (B)(6) 2012 and the nail and two screws were removed. Pt was revised to a larger retro/antegrade nail. This is one of two reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information from received questionnaire.

Manufacturer narrative:
Implanted approx one year ago. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion can be drawn as no product was returned.